Manufacturer narrative:
A4 is unknown. B2 date of death was not available in the complaint record accessible for MDR assessment at time of reporting. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a patient in non-st elevation myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The patient experienced ventricular fibrillation in the emergency room and was brought emergently to the cardiac catheterization laboratory. An impella cp was placed for support during a percutaneous coronary intervention. On day 2 of support, the patient was noted to be febrile and had questionable neurological status. The medical team suspected the patient had anoxia from multiple arrests prior to impella insertion. The patient¿s prognosis was poor. The medical team and patient¿s family decided to withdraw care of the patient. The patient¿s outcome was expired.

Manufacturer narrative:
The device and logs was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Regarding the fever: the cause of the injury was not determined due to insufficient clinical details. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. E1 added initial reporter facility name and address as it was omitted from the initial report that was submitted.